Event description:
A customer contacted beckman coulter (bec) reporting that about 100 mls of green fluid had leaked from an unknown source in the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found a leak at the tubing through the hemoglobin (hgb) drain valve (vl4b). The fse replaced the tubing which resolved the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).